Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3,h4,h6 the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned visual analysis of the photo revealed that scr ø1.5 self-drill l6 tan 1u I/clip was observed broken, only the head fragment was observed in the visual evidence provided. With the available information, it is not possible to establish a root cause for the failure of the device. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for scr ø1.5 self-drill l6 tan 1u I/clip. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities manufacturing date: 17-nov-2022, part number: 04.503.226.01c, ti matrixmidface screw self- drilling 6mm, lot number: 3065p58 (non-sterile). One piece quantity -under count documented at op #100, vision sort. Production order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection, ns032748 rev ae met all inspection acceptance criteria. Packaging label log (pll) lmd rev ae was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00, lot number: 805p447. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 03-jan-2022 was reviewed and determined to be conforming. Lot summary report dated 27-apr-2022 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: it was reported that on (B)(6), 2023, the screw was broken when inserting it. All pieces were removed from the patient. The surgeon changed to another one to continue the surgery, and the same problem happened again. Another device was used to complete the surgery. There was no surgical delay, and there was no other medical intervention required. This report involves one ti matrixmidface screw self-drilling 6mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional device product codes: dzl d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the scr ø1.5 self-drill l6 tan 1u I/clip was found broken from the drive head, the broken body screw was not returned. With the available information, it is not possible to establish a root cause for the failure of the device. A dimensional inspection was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the scr ø1.5 self-drill l6 tan 1u I/clip would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed? Reviewed. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.